Event description:
The reporter stated that the rn noted lipids backing up the other leg of a y-site and there were lipids on the floor. The pump was running at 0.4ml/hr from a 60cc syringe with approximately 44mls of lipids at the start of the infusion. The reporter stated that there were 23mls out of the syringe at the time the problem was discovered. The reporter stated that there was patient injury and treatment associated with this event, however, no details were provided to medex.